Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm on the homechoice (hc) in dwell 3 of 5 during peritoneal dialysis (pd) therapy while connected to the hc device. There was nothing unusual noted about the supplies. The patient line had been properly primed and no patient extensions were in use. The bags were properly connected and there were no open clamps on any unused lines and the patient had not disconnected prior to the alarm. During troubleshooting, the technical service representative (trs) assisted the patient to clear the alarm and end therapy. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. The device was also used in a simulation of a therapy, but there were no problems found. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.